Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that an inappropriate antitachycardia pacing therapy (atp) was delivered for a supraventricular tachycardia (svt) episode. The episode was diagnosed as vt while it was an svt. Programming changes were made to resolve the issue. The patient was stable.